Event description:
A presentation poster was reviewed at the isar international congress (2023) that reported a review of patients pulled from the national arthroplasty registry of slovenia (nars). The purpose of the study was to analyze possible causes for unexpected tibial bone loss resulting in modular porous tantalum (pt) component failures necessitating early revision. The poster states that of the 262 uncemented fixed-bearing nexgen tm knees, 6 patients were revised. The study population had a mean age of 63.7 years (range, 58-73 years), (4 males / 2 females), the mean bmi was 32.3 kg/m2 (range, 27.8-37.1 kg/m2), and the mean time from index surgery to revision procedure was 22.7 months (range, 5-43 months). No follow-up information was provided. The study reported one patient was revised due to tibial baseplate subsidence and osteolysis. Due diligence is complete. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - slovenia. G2 literature: fokter, s. K., gubeljak, n., punzón-quijorna, e., pelicon, p., kelemen, m., vavpetic, p., predan, j., ferlic, l., & novak, I. (2022). Total knee replacement with an uncemented porous tantalum tibia component: a failure analysis. Materials (basel, switzerland), 15(7), 2575. Https://doi.org/10.3390/ma15072575. No product was returned or pictures provided were insufficient to perform visual or dimensional evaluations. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided. However the radiographs would not provide sufficient assessment quality for radiology review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01441.